Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, bleeding, urinary/bowel problems, and dyspareunia. (B)(4).

Event description:
It was reported that the patient underwent surgery on (B)(6) 2006 and a sling was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, urinary retention, hematuria, urinary urgency and frequency.

Manufacturer narrative:
Additional patient codes: (B)(4) ¿obstruction, (B)(4) - discomfort details: it was reported that following insertion the patient experienced obstruction and discomfort.